Manufacturer narrative:
This report is report is being filed under exemption e2012070 by (B)(4). Arjohuntleigh received customer complaint indicating that during transfer of resident with sara plus lift and sling, resident slipped out of sling. Additionally, it was reported by a customer representative that they ((B)(6) facility) used incorrect size of the sling with sara plus active lift. The facility had received the sling model kka5130m size m (medium) despite model kka5130m size xl (extra large) was ordered. Despite the customer was aware that the sling was too small for the patient (weighting (B)(6) lbs), the sling was used for a transfer procedure. As an outcome of the issue, the resident was reported to slip out of sling and fall on the floor. Information about an injury was not disclosed, despite our best attempts. Review of reportable complaints showed that there are no related events with this failure mode (wrong size of sling used). Therefore, the incident described above is considered as an isolated occurrence. No malfunction of the lift as well as sling was reported. Based on the sara plus instruction for use (IFU kkx52180), prior to the transfer procedure, the following steps shall be followed to provide a safe and comfortable resident transfer.: a) resident' health condition shall be evaluated before using an active lift. It is in the intended use of the sara plus that there should be ample musculature, shoulder movement and overall health and strength because after all, this is an active lift that requires participation. B) resident shall be positioned according to the following recommendation: feet on the footplate (support 1), knees against the pro active knee supports (support 2), under arms on the arc rest support and hands on the handgrips (support 3) and most importantly, sling in the lower back, with the chest strap fitted snugly to make sure that the sling stays in place in the lower back. When the person is correctly evaluated to be suited for transfer for sara plus active lift, the tendons and the skeletal system of the person body takes over the weight of the person. Additionally, the person is still supported and secured by the pro active kneepad, foot support, the arc rest support and hands placed on the handgrips and the sling on the back. Based on product knowledge and the simulation performed a person full drop is a consequence of multiple use errors occur (with amongst them at a minimum): the person is not correctly evaluated to be suited for transfer for sara plus active lift. The wrong size of sling. The person's arms will be keeping up. It should be pointed out that wrong size of sling was deliberately used by facility. The product instructions for use (IFU) as supplied with each lift includes important information concerning proper and safe use of the device. (1) the sara plus lift IFU kkx52180 contains the crucial information and warnings e.g.: warning: "before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to ensure that it is safe to lift them" "the support strap will assist in supporting the patient in the sling during the lifting procedure. The strap also retains the sling in the correct position around the patient." (2) also the sara plus active sling IFU include important information: "to avoid injury always assess the resident prior to use." "To avoid the resident from falling make sure to select the correct sling size according to the IFU." "To avoid the resident from falling make sure that the sling attachments are attached securely before and during the lifting process" the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. To conclude, the sara plus lift and active sling was used for patient's care. Although no technical deficiency of the lift nor sling was found, the resident slipped out of sling and from that perspective, the system did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities due to potential as falling to floor may result in serious injury if it would to reoccur.

Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the investigation conclusion.

Event description:
On 14th of march 2017 arjohuntleigh received customer complaint where it was reported that during transfer with sara plus and sling, resident slid out of sling and fell as consequence. It was reported that too small sling was used.